Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient experienced bleeding from their right groin during escalation to impella 5.5 support. Four units of blood were transfused to counteract the blood loss. Support continued with the newly implanted impella 5.5 pump.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Per the provided clinical details, the root cause of the access site bleeding issue was most likely due anticoagulation management since reversing the protamine resolved the bleeding as no bleeding was reported in the following days after reversal of protamine.